Manufacturer narrative:
The device was not returned to edwards for evaluation as it was reported to not be available. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device. Through implant patient registry it was learned that a 25mm 3300tfx valve was explanted after an implant duration of four (4) years, 26 days, due to severe aortic insufficiency with paravalvular leak, and dehiscence secondary to healed endocarditis. The explanted valve was replaced with a 23mm 11500a valve. Per medical records: the patient presented with congestive heart failure and underwent a redo avr. Intraoperatively dehiscence was identified near the rc sinus, there was a large gap in the aortic annulus where the previous valve was placed. This appeared consistent with an old root abscess, after debridement a 23mm 11500a valve was suture to the aortic wall to close off the abscess the new valve appeared intact with no pvl leak per saline test. The patient tolerated the operation without complications was taken to the ICU. On pod #7, he discharged in stable condition to rehab facility (on aspirin 81mg). Pathology report: intact prosthetic valve with smooth and glistening leaflets; however, do not unite in the center of the prosthesis. No obvious adherent thrombi or purulent material is identified, the specimen is grossly consistent with a removed foreign object, and no histology performed.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to d4, h4, h6. Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease. Valve dehiscence is not a malfunction of the device. The most likely cause is patient factors. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.